Manufacturer narrative:
Repeated attempts were performed to obtain additional information from the reporter, including occupation, but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. The device has not been returned. Three follow up attempts to get product return status were performed however, no response has been received from the customer. If additional information becomes available this report will be supplemented accordingly. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the most likely cause of the event was a faulty cable connection or printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Information has been requested but unknown at this time. Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer attempted to clean the contacts of the scope with contact cleaner for radios but the issue persisted. Tac advised the customer that the instructions for use (IFU)states to use a clean lint free cloth moistened with 70% ethyl or 70% isopropyl alcohol and to completely dry them prior to reconnecting the endoscope to the light source. The customer attempted the possible IFU recommended resolution and issue was not scope related. Tac advised the customer to send in the unit for evaluation. The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source is displaying a b30 error intermittently however, the scope functions with another unit. There was no patient involvement, no harm or user injury reported due to the event.